Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: unable to obtain any further information with regards to the below. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? Other relevant patient history? Product code and lot number? The initial approach for the index surgical procedure? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced a mesh exposure less than a cm into vagina and spotting which settled with hormonal cream, symptomatic treatment in clinic. There were no further symptoms and no further action needed at the time. No further information is available.